Event description:
It was reported that an asymptomatic patient presented with stored egms of non-sustained rv lead noise. Competitive atrial and ventricular pacing was observed on the stored egms. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.